Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/17/2017 with the following findings: during investigation, there was an error code 40 observed in the meter histories. The meter paired successfully with the test pump. The meter passed rf testing and performed a meter bolus successfully.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient had a blood glucose of 570 mg/dl with no symptoms. No unusual treatment was required. Allegedly the rf communication failed during a bolus and 0 units were delivered. The communication failure is not reportable because the pump alerts the user and the user can still manipulate the pump and continue with delivery of insulin without interruption. The complaint is being reported as the patient experienced hyperglycemia due use error of not responding to the alarm.